Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer replaced infusion set to address the issue. Customers blood glucose was 294 mg/dl.